Event description:
Same event as manufacturer's report #:2954755-2007-00039. It was reported that during an internal carotid stenting procedure, filterwire and stenting difficulties were encountered. The lesion being treated was located in the 85-90% stenosed internal carotid artery. Following advancement of the filterwire, the lesion was predilated with a 3 x 30mm sterling balloon. Then, the nexstent was successfully deployed, and the delivery device was removed without incident. A 5 x 30mm sterling balloon was advanced for postdilation, however there was difficulty crossing a portion of the filterwire, and they had to "push" the catheter across that area. Postdilation was then successfully completed. While attempting to withdraw the sterling balloon, it kept getting "hung up" on the filterwire proximal to the nexstent. Attempts to move the balloon catheter were causing the filter basket to move distally into the internal carotid artery. The balloon catheter was then successfully removed. A second nexstent was successfully deployed near the first one, and the delivery device was removed without incident. Another 5 x 30mm sterling balloon was advanced, encountering the same difficulties crossing a region of the filterwire. The second nexstent was then successfully postdilated. However, they again had issues withdrawing the balloon catheter on the filterwire with the same effect of the filter basket moving distally. Following successful removal of this catheter, attempts were made to withdraw the filterwire, but they were unable to capture it with the retrieval sheath. An attempt was made with a bent tip retrieval sheath; however that was unsuccessful as well. A pinnacle sheath was then advanced through the nexstent, and the filter basket was captured and withdrawn. Examination of the devices following removal of the entire system showed a rough "serrated" edge on the filterwire, and the nosecone of one of the nexstent delivery devices were separated and attached to the filterwire. No portion of the delivery device was left in the patient's body. No patient complications were reported, and patient status was reported as 'fine'.

Manufacturer narrative:
.